Manufacturer narrative:
MFR# (B)(4) covers first recurrence of infection. MFR# (B)(4) covers second recurrence of infection. MFR# (B)(4) covers the transplant due to the infection. Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic driveline infection with a population of pseudomonas aeruginosa. Incision and drainage was performed at the driveline site on (B)(6) 2021 and the patient had a computed tomography (CT) of their abdomen. The patient was put on chronic suppressive therapy with merrem (meropenem) outpatient. The infection did not resolve, home antibiotic was continued.